Manufacturer narrative:
Analysis found insulation abrasions between 9.1cm and 9.5cm, 35.5cm and 37.0cm, and 50.8cm and 54.0cm from the cut end of the distal part. Holes due to abrasion were found under the distal shock coil. At approximately 5cm from the tip, one of the two sensing cables was abraded into the metal which could cause the reported oversensing. The lead could not be electrically measured due to the damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a shock. Upon interrogation five vf episodes were observed. The review of the egms revealed that the vf episodes were not real ventricular arrhythmias, but misclassified episodes of noise. Noise was not reproducible. A fluoroscopy revealed no evidence of lead damage. The physician decided to reprogram the ICD. The lead remains implanted.